Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(4). This report is being filed on an international product, alinity I anti-hbs, list number 07p89-22, that has a similar product distributed in the us, list number 07p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I anti-hbs result generated on the alinity I processing module for a 24-year-old female patient whose previous result was negative. The patient has not been vaccinated. The same sample was repeated and the results were nonreactive. The following data was provided: (B)(6) 2024 sid initial result ((B)(6) = 142 iu/l repeat result (B)(6) = 0.71 iu/l repeat result on another alinity I instrument = nonreactive (no specific value provided) previous result (6 months prior) = negative per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 iu/l is regarded as being protective against hepatitis b viral infection.¿ there was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I anti-hbs result generated on the alinity I processing module for a 24-year-old female patient whose previous result was negative. The patient has not been vaccinated. The same sample was repeated and the results were nonreactive. The following data was provided: 17sep2024 sid (B)(6) initial result ((B)(6)) = 142 iu/l. Repeat result ((B)(6)) = 0.71 iu/l. Repeat result on another alinity I instrument = nonreactive (no specific value provided). Previous result (6 months prior) = negative. Per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 iu/l is regarded as being protective against hepatitis b viral infection.¿ there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 60474fz00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. Clinical specificity testing was performed using an in-house retained reagent kit of lot 60474fz00. All specifications were met, indicating that the product is performing as expected. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent, lot number 60474fz00.